Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "inspect packaging prior to use. If packaging is opened or damaged, do not use". (B)(4).

Event description:
It was reported that the plastic side of the package had tears. The user was unable to open the package without contaminating the catheter inside.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the plastic side of the package had tears. The user was unable to open the package without contaminating the catheter inside.